Event description:
It was reported that customer experienced repeated cartridge alarms with pump and confirmed more than one occurrence, including alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate method if necessary, while technical support arranged replacement pump with updated software.